Event description:
The customer reported that the tip of the chamber (presumed to mean drip chamber spike) broke off in the IV bag. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.